Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy while supporting patient a fiber optic sensor failure occurred. The iab was then switched to transducer pressure via central lumen without issue. There was no injury or harm to the patient.